Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the device had extruded from the device site. The device was noted to have dehisced. Wound break down was reported as well. The physician believes that the cause the dehiscence is due to patient influence. The physician also later reported that the patient had an infection. Both lead and generator were received by manufacturer. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. No other relevant information has been received to date.